Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a pump error alarm on the insulin pump. There was a red circle with an exclamation point on the screen. The alarm occurred when they got out of a pool. Troubleshooting was performed. They were assisted with clearing the alarm. The customer stated they were unable to rewind the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be -0.5 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. Unit received with fading serial number label. Unit received with minor scratched display window, case and keypad overlay.